Event description:
This was reported through review of an article. The article aimed to evaluate if transfemoral transcatheter aortic valve replacement (tf-tavi) performed after sheathless insertion of a 14f equivalent fix system or through a 14f expandable e-sheath could affect single perclose proglide failure rate. A proglide device was used to close the common femoral artery in the procedures. Unspecified failures and failure to achieve hemostasis occurred, resulting in bleeding and longer hospital stays in some cases. Hemostasis was achieved either with at least 1 additional closure device, surgical/endovascular treatment, or both. The study concluded that 14f e-sheath technology significantly increased single perclose proglide¿ failure rate after tf-tavi. Additional information can be found in the article titled, "large bore sheath technology and hemostasis efficacy after transfemoral transcatheter aortic valve implantation."

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. A definitive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "large bore sheath technology and hemostasis efficacy after transfemoral transcatheter aortic valve implantation." B3: date estimated as 06/01/2014 to 12/31/2021. D4: the UDI is not known as the part and lot number were not provided.